Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the USA. It was reported that during priming procedure pressure issues were present. Delta p had a value of 45 mm hg without having blood in it when it should be 10 mm hg. The involved cardiohelp device was switched off and was turned back on, however the issue persisted. A new pressure cable was connected, and the hls set was connected to another cardiohelp device, however the values for delta p were still high. It was confirmed, that involved cardiohelp devices were not malfunctioning. No harm to any person has been reported. As any pressure issue can lead to a pump stop during treatment, a report is required. Complaint ID #: (B)(4).

Manufacturer narrative:
The lot number of the affected hls set has been received and has been included. Further, the UDI number has been included in the section d4 unique device identifier (UDI). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
The event occurred in the USA. It was reported that during priming procedure pressure issues were present. Delta p had a value of 45 mm hg without having blood in it when it should be 10 mm hg. The involved cardiohelp device was switched off and was turned back on, however the issue persisted. A new pressure cable was connected, and the hls set was connected to another cardiohelp device, however the values for delta p were still high. No harm to any person has been reported. As any pressure issue can lead to a pump stop during treatment, a report is required. The getinge sales and service unit (ssu) confirmed on 2025-11-10 that there was no malfunction regarding the both involved cardiohelp devices. The affected hls set was investigated in the getinge laboratory on 2026-02-20 with the following conclusion: the reported pressure issues could be reproduced and confirmed during the investigation. Traces of corrosion were detected in the arterial sensor housing. In addition, inadequate gluing was observed on the arterial pressure sensor. Electrochemical corrosion in the sensor area of the blood outlet connector could be determined as root cause for the sensor failure. The entry of an electrolyte (primarily priming fluid) due to inadequate gluing of the arterial pressure sensor could be determined as most probable cause of the electrochemical corrosion. This complaint is in scope of a corrective and preventive action (CAPA) which has been initiated for the failure ¿pressure sensor gluing inadequate¿. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ further, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustic alarm. Based on the investigation results the reported pressure issues could be confirmed. This complaint (inadequate gluing of sensors) is in scope of CAPA which has been initiated for the failure ¿blood pressure sensor gluing inadequate¿ and for the reported product ¿beq-hls 7050 USA #shls set advanced 7.0/ article number 701069078¿. No device history review was performed as it was identified as production related influences. The review of the non-conformities (ncs) has been performed for the reviewed time period. It was found that the three ncs were initiated for the reported failure "inadequate gluing of sensors". The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).